Event description:
It was reported that 3 of the bd insulin syringe with the bd ultra-fine¿ needles experienced foreign matter, contamination. The following information was provided by the initial reporter: parent reported that there is liquid coming from the barrel of the syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 08may2023. H6: investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 4th complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that 3 of the bd insulin syringe with the bd ultra-fine¿ needles experienced foreign matter, contamination. The following information was provided by the initial reporter: parent reported that there is liquid coming from the barrel of the syringes.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 2206675, d.4. Medical device expiration date: 30-jun-2027, h.4. Device manufacture date: 25-jul-2022; d.4. Medical device lot #: 2063293, d.4. Medical device expiration date: 31-mar-2027, h.4. Device manufacture date: 04-mar-2022.